Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch number was not provided; therefore, the manufacturing records could not be reviewed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the clips did not form properly. Were not scissored but would not close distally. Another like device was used to complete the procedure. There were no adverse consequences for the patient.